Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that the device had not been working since implant and the patient was not feeling well. Follow-up clarified that the left ventricular lead threshold was high; the lead was capped and replaced. The device was explanted and replaced at the physician's judgment at the same time; there were no issues noted with the device. No further patient complications have been reported as a result of this event.